Event description:
Elective admission for replacement of ventricular pacemaker lead. According to physician documentation, there had been installation breakage in a previously placed lead. As the lead was not functioning, replacement was recommended. The date and facility where the lead was placed are unknown. The lead was not removed during this surgery and product numbers are not available.